Event description:
The customer biomedical engineer (biomed) reported that their central stations were not connecting to servers, and that all of their bedside monitors were unreachable. Patient involvement is unknown. There was no adverse event or patient harm reported.